Event description:
It was reported that following deployment of three stents in the mid and distal rca, the guide wire was pre-shaped to a 30-45 degree angle 6 cm from the tip and an attempt was made to advance it through a stent that had been deployed in the mid rca. The guide wire caught on the stent struts and the guide wire was repeatedly advanced and retracted several times (contrary to IFU). An attempt was made to advance an ivus catheter over the guide wire, but it was unsuccessful. The guide wire was then withdrawn from the pt and upon removal, it was observed that the guide wire had separated 6 cm from the distal tip. The separated segment was successfully removed from the pt with a snare device.